Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient effect of chordal rupture (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficult to remove from anatomy appears to be related to patient morphology/pathology and user technique/procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed for difficulty during removal of the clip delivery system, causing damage to the chordae and requiring additional intervention. It was reported that on (B)(6) 2016, the patient, with functional mitral regurgitation, underwent a mitraclip procedure. It was noted that the heart was off-axis and transesophageal echocardiography was difficult. One mitraclip was implanted without issue. The second clip delivery system (cds), (B)(4), was advanced; however, there was difficulty visualizing the posterior leaflet in the grasping view due to a large shadow from the shaft of the cds and the cds caught on the primary chordae of the anterior mitral leaflet. Troubleshooting maneuvers included raising and lowering the grippers and inverting the clip arms to different angles to remove the clip. During removal attempts, a chordal rupture occurred, causing a small flail of the anterior leaflet. A mitraclip was successfully deployed at the flail. The procedure ended with 2 implanted clips and the mitral regurgitation was reduced from grade 4 to 2-3. No additional information was provided.